Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. In the delivery liquid are particles visible. The prosa valve housing was subsequently measured and indicated a presence of a deformation. The housing deformation measured at -0.046 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the valves were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake functions of both valves are fully operational and the braking forces are within the given tolerances. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Neither valve is operating within acceptable tolerances. Results: first, we performed a visual inspection of the prosa shunt system. A deformation of the outer housing of the prosa valve was observed through the measurement of the planeparalism of the valve housing. No other abnormalities are detected during the investigation. Next, we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable, but their opening pressures were operating not within specifications. The opening pressures of the prosa and progav 2.0 were significantly lower than expected, the test showed a faster drainage of the liquid. Additionally, we tested the adjustability as well as the brake functionality and brake force of both valves. The valves operated as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation results, we can confirm an increased outflow for both valves at the time of our investigation. However, our investigations could not confirm the suspicion of "adjustment problems". We suspect that the deposits found inside the valves have led to the functional impairment. Deposits caused by natural substances found in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy by shunt implants. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a prosa shunt system. The surgeon replaced the shunt system due to suspected overdrainage and adjustment problems. Patient informations: age: (B)(6), height: (B)(6), weight: (B)(6), gender: female, implantation: (B)(6) 2019, removal: (B)(6) 2020.